Event description:
It was reported that during the procedure, "the clip was not firing properly and it was loose when they attempted to fire it." There was no patient injury reported by the user facility.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The device was disposed of by the facility and is unable to be evaluated. This report is being filed as a malfunction due the nature of the device failure reported. Sss is in a 2 year reporting cycle due to MDR report 0002090040-2013-00010 where the clip would not release and extended the procedure an hour and a half and sent the patient to the ICU, even though there was no patient injury in this event. Device disposed of by facility.